Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer stated that this had been taking place for about three days, but did not recall any significant events leading up to this issue. Customer also reported that the reservoir compartment was broken and missing pieces. Blood glucose level at the time of the incident was over 600 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with all buttons responding properly. However, the insulin pump had moisture damage on keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads, minor scratched lcd window, partially broken reservoir tube lip, missing end cap sticker and reservoir tube lip o-ring.